Manufacturer narrative:
The evaluation of the returned portion of the driveline from the driveline repair performed on 02/19/2016 confirmed an issue that could have potentially contributed to the report of pump stoppage events when connected to the power module. The patient underwent a pump exchange on (B)(6) 2016 and the explanted pump was returned for evaluation. Incidentally, thrombus was also confirmed through the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 1 inch from the pump's nipple housing. Approximately 28 inches of the distal end of the patient's driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor, upon disassembly, revealed a thrombus formation surrounding its bearing ball. The concentric layering and slight denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. A root cause for the development of the observed deposition could not conclusively be determined through this evaluation, however, it did not appear to have contributed to the reported event. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Evidence of a prior driveline repair was observed. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires did not reveal evidence of any damage. The driveline was subjected to a high potential testing to verify the integrity of each wire's insulation and the test revealed an area of current leakage along the green wire, approximately 21.5 inches from the metal connector. Minor abrasions to the remaining wires were observed, but were otherwise unremarkable. If the exposed conductors of the green wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the reported pump stoppage when connected to the power module. There was no damage identified along the pump's original driveline; however, the entire length of the internal portion of the driveline was not returned for evaluation. There were no alarms or pump stoppage events identified in the submitted log file. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference medwatch # 2916596-2015-01531 for the previous percutaneous lead repair. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 1 month. The device was received for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. The patient underwent a percutaneous lead (lead) replacement on (B)(6) 2015 due to pump stoppage alarms. It was reported that alarms recurred after the replacement and the patient was placed on an ungrounded cable. No further intervention was performed at the time. On (B)(6) 2016 during a routine clinic visit, it was reported that the patient's lead was very twisted and a request for lead replacement was made. No alarms had occurred during the duration the patient was supported on the ungrounded cable. The patient was asymptomatic. An on site evaluation was performed on (B)(6) 2016 and no motor stopped events were triggered with manipulation of the external area of the driveline or with upper body movement while connected to a grounded patient cable. The maximum length of the external lead was replaced on (B)(6) 2016. On (B)(6) 2016, the customer reported pump stoppage events while connected to a grounded patient cable after the repair. The patient underwent a pump exchange on (B)(6) 2016.